Manufacturer narrative:
(B)(4).  It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal right coronary artery (rca). A 2.50 x 16 synergy ii drug eluting stent was selected for use to treat the lesion. However, when the device was tracked down into the target lesion through multiple other stents, the stent was dislodged from the delivery balloon catheter and lodged into the proximal rca. The wire was still through the stent and so a 1.5mm balloon catheter was inserted to dilate the stent and a larger balloon catheter was inserted to deploy the stent to the size of the vessel getting full apposition. The procedure was completed with a different device. No patient complications were reported.